Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle broken after first attempt. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site. 2x3cm. What is the endoscope manufacturer and model number that was used with this device? Olympus 290. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same devcie to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation: 1 unit of lot c1872840 of echo-hd-19-c was not returned to cirl. With information available a document-based investigation will be conducted. Document review including IFU review: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-c of lot number c1872840 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1872840. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the device potentially being used in a flexed or twisted position during the procedure as indicated in the additional information or excessive force which can be applied when trying to get the needle out of the scope during advancement potentially causing the needle to break. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 28 - oct - 2022.